Manufacturer narrative:
In addition to the adhesive of the objective lens was found to be peeled off due to chemical or physical stress, service found the insulation of the image unit was not secured, there was play in the angulation wire, the inner braid of the bending section was damaged, the adhesive on the bending section cover was chipped, leakage due to holes in the being section cover and the universal cord caused by external factors, and multiple parts of the device were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking. There was no report of patient or user harm due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive on the objective lens was peeling off. This report is being submitted for the malfunction found during evaluation (objective lens adhesive peeling off).

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 28-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation of leaking due to the adhesive on the objective lens was peeling off, the root cause was unable to be identified. The event was most likely caused by physical stress due to dropping or bumping, or deterioration due to chemical stress such as during cds. Olympus will continue to monitor field performance for this device.